Event description:
It was reported that the right ventricular lead pacing impedance was high. During the lead replacement, it was noticed that the lead was visually broken under the anchoring sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.